Manufacturer narrative:
Device available for evaluation? Device evaluation: the user facility refused to return the suspect medical device to olympus for evaluation/investigation. However, the operating surgeon admitted that his attempt to retrieve stones using the hf resection electrode was abnormal use/off-label use. Furthermore, a material or quality problem can be excluded, since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The hf resection electrode was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the loop wire at the distal end of the hf resection electrode broke off inside the patient when the operating surgeon attempted to retrieve stones. The fragment could not be located and the intended procedure was then canceled. A flexible cystoscopy procedure was scheduled as a follow-up in order to check the patient's bladder. No further information was provided but there was no report about an adverse event or patient injury.